Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the reported failure was due to a defective pneumatic block. This issue would not allow the device to complete its internal self-test. During evaluation, it was also discovered that the device triggered a system fault (sf) 116 error message. The evaluation was not able to reproduce the identified fault. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4).